Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (brown and clear residue on lens). (B)(4).

Manufacturer narrative:
Should have been reported in MDR supplemental #1. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This device is not marketed in the u.s. (B)(4). This lens model is contraindicated for use in patients with an acd less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged on (B)(6) 2017 to a larger lens due to low vault. The problem was resolved.